Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. It is unknown what sheath caused the vessel damage. Another sheath was used during the procedure: dsf2233/ 21831730 UDI# (B)(4). According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2020, during the procedure in order to treat the proximal type I endoleak a gore® dryseal flex introducer sheath was used as an accessory. A 24fr sheath was inserted from the right side of the patient, but it could not be delivered to the lesion, so a 22fr sheath (dsf2233/21831730) was used as a replacement. After the stent graft was placed and the sheath was removed, the angiography revealed a dissection in the right external iliac artery. As a treatment, a bare metal stent was placed from the right common iliac artery to the right external iliac artery. It is unknown whether the dissection occurred when inserting the 24fr sheath. Additionally, the cause of vessel damage is unknown.